Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following : (B)(6) health jewish reported the following regarding product # 2420-0007: IV tubing ballooned out (see picture attached) the tubing was saved. Please send the follow up communication and shipping label to (B)(4) .

Manufacturer narrative:
The customer reported bulge in pump segment on material 2420-0007 and returned one photo. The photo verifies the complaint of balloon/bulge in silicon pump segment. There is no physical sample available for investigation. A device history record review could not be performed on material 2420-0007 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.